Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 05/01/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/17/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. There was no evidence of a power related issue observed in the available pump history and black box data. The battery compartment was observed to be cracked in the thread area. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and evidence of moisture damage was found on internal components. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.